Manufacturer narrative:
Insulin pump no button error alarm noted during testing. Unit had intermittent buttons response due to flattened bolus express button dome switch. No unlocked lcd keypad connector noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had button error alarm. The customer¿s blood glucose level was unknown. The customer reported that they had button error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The inform the section "date received by manufacturer" was incorrect with the initial report. The correct information has been provided with this report.